Event description:
The customer alleges that the device would not nebulize during treatment on a patient. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer but the investigation is incomplete at the time of this report. The device history report reviewed showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material.